Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station auto bipap device's sound abatement foam. The patient alleged philips with the complaint of spontaneous combustion. There were no reports of serious patients, harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the complaint of a thermal event but is unable to confirm the allegation of spontaneous combustion. During investigation the manufacturer observed the root cause is assumed to be ignition of o2 in the airpath. Due to the extensive thermal damage, the sound abatement form was unable to be evaluated for evidence of degradation. During investigation the manufacturer observed sound abatement form is unable to be evaluated for degradation due to extensive thermal damage of the entire airpath. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and could not confirm the complaint or address the symptoms specified.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: suspect medical device: operator of device (rfb) was updated (previously it was wrong)